Event description:
Purchased and used the fascia blaster by ashley black in 2016. After use in abdomen area heavy menstrual bleeding began and only got worse. Consulted with my dr and it was discovered I had developed an uterine polyp and was causing heavy bleeding and I had become anemic due to blood loss. D&c performed. Continued to use fascia blaster by ashley black and heavy bleeding began again about 6-8 months later. Again, another uterine polyp had grown and causing bleeding. Second d&c performed along with an uterine ablation to stop any further polyps from developing. Immediately stopped using fascia blaster by ashley black and will never use again. Dr said he cannot prove that it what caused bleeding and polyps developing, but if he had to guess he would point the finger at the fascia blaster by ashley black as the culprit of "stirring up" my hormone levels.